Manufacturer narrative:
It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medwatch report # (B)(4).

Event description:
User facility medwatch report received that states "during deployment of device after procedure. The device failed to deploy appropriately." No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported clip caught at the distal end cannot be replicated in a testing environment as the clip was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported clip caught at the distal end of the device could not be determined. Factors that contribute to the reported clip caught at the distal end of the device, may include, but are not limited to, user pulls back on device during clip deployment, inadequate nick and spread. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H6: medical device problem code 2610 was removed.

Event description:
Additional information was received stating that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the clip remained on the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.